Manufacturer narrative:
Visual inspection of the returned device confirmed the complaint. Heightened inspections and testing of the devices during the manufacture process have been implemented. No incidents of the blue tip separating from the lumen have been noted. A review of our complaint database for the past 10 years indicated this is the only complaint of this nature that has been received. This has been determined to be an isolated incident. A definitive root cause of this issue cannot be determined. As it was reported that the doctor encountered resistance while inserting the catheter, it is possible that excessive force was used to attempt to move the catheter forward resulting in damage to the catheter tip.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
During the insertion of the catheter in the venous vessel, he found blockage and it was not possible to complete the insertion. The doctor tried to force the catheter inside the vessel but as he moved back to retry and adjust the insertion, he discovered that blue tip was missing inside the patient. The issue has been found due to the difficulties of inserting the catheter inside the patient's body. After the reported issue and after consulting with the cardiovascular sergeant a radiography has been performed on the patient with endovascular removal of the external part with femoral right vena.